Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high flow insufflation unit exhibited backflow from the system due to a damaged diaphragm. The issue was found during routine maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, this is being corrected to a non-reportable event. The initial medwatch reported that the subject device exhibited backflow from the system due to a damaged diaphragm. Upon further customer follow-up, this was reported incorrectly. The customer clarified that they thought the co2 gas was getting backflow from the subject device causing damage to the regulator (non-olympus device). The device evaluation confirmed that there were no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacture, this issue of backflow is not likely to cause or contribute to death or serious injury if the malfunction were to recur.